Event description:
There was an allegation of questionable ise sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 147.4 mmol/l, and the repeated result was 140.8 mmol/l. The repeated result was obtained on another line of the module and was believed to be correct. The sample was repeated because the initial result did not match the clinical diagnosis of the patient.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed several "abnormal aspiration" alarms. The field service representative found that the electrodes were wet. He cleaned and dried the electrodes and checked the electrode seating in the block. He performed primes, checks, and calibration. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.